Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacture number: 2017865-2020-04004. Related manufacture number: 2017865-2020-04007. It was reported that a patient reported to clinic with (B)(6) infection, it was noted that the patient also had a history of (B)(6). The pacemaker, right atrial lead, and right ventricular lead were explanted. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported event indicated infection. A complete lead was returned in one piece. The damage found was sustained during the surgical procedure. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found the outer coil was compressed/bent at 25.3 cm to 26.8 cm from the connector pin and three filars were fractured in this region consistent with clavicular crush.